Event description:
The customer reported multiple errors on boot up which rendered the system unable to make x-rays. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.